Event description:
Report #1 of 2 received of a missed dose of antibiotic due to a filter leak. According to the customer contact, an adult patient was to receive an unspecified amount of antibiotic during home therapy for an unspecified infection. After an unspecified length of time after the infusion was initiated, the patient noted the bed was wet. At this time, an unspecified amount of leakage was observed at an unspecified part of the filter. The patient notified the home care service for assistance. The tubing set was replaced, and the therapy was resumed. Reportedly, the patient missed 1 dose of antibiotic. The physician was notified. There was no reported adverse patient event. Though requested, no additional information was available.